Event description:
It was reported that the acticon bowel sphincter was removed due to fluid loss. Another acticon device was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Information in the order of cuff, balloon, pump. Catalog #: 72401980, 72402106, 72402287. Expiration date: 7/31/2001, 6/30/2001, 11/30/2001. Serial #: (B)(4). Device manufacture date: 07/19/1996, 07/19/1996, 11/18/1996.